Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment and it passed all tests. The attachment was disassembled and microscopically evaluated for a potential cause of the reported temperature rise. Head cavity, cap end inner and outer races, and bur end inner and outer races all exhibited slight to moderate debris. All drive gear components were slightly worn. All components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and an accelerated wear condition for the internal components mentioned above. As a result, the tolerances between parts would tend to grow allowing more accelerated wear. This wear then could have led to friction and, in turn, possibly causing the heat that was reported in the original complaint.

Event description:
In this event a repair technician reported that a midwest estylus 1:5 attachment overheated. There was no injury or intervention.